Event description:
It was reported that during cholecystectomy, the jaws broke and fell into the pt. Piece retrieved. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.